Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that a right ventricular (rv) lead had been capped and replaced on (B)(6) 2009, due to an unknown malfunction. The patient remained in stable condition.